Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.the device was found out of specification in relation to the customer reported 'over infusing' which was reproduced during evaluation. The reported condition was verified. Evaluation performed flow accuracy testing at 40ml/ hour that result to a failed error of 6.95%. The cause was determined to be an out of adjustment pressure plates. The pressure plates was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was over infusing during the preventive maintenance. The programmed were at 40 ml/hour and volume to be infuse (vtbi) 20 ml/hour. The test with testing machine was at 21.7 ml and test 2 with graduated cylinder was at 22 ml. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.